Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline and system controller fault. The system controller and modular cable were exchanged and log files confirmed the alarm, in addition to 2 short periods the same night where the driveline was disconnected prior to the alarm. The cause of the driveline disconnect could not be identified and the root cause for the controller fault /driveline power fault was a broken fuse on the system controller. The cause of the damaged fuse was unknown. The alarms resolved after the replacement of the system controller and modular cable. Reference regulatory report MFR # 2916596-2024-00788.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pcb damage the reported event of a driveline disconnect and driveline power fault alarms was confirmed via the submitted log file. A review of the controller event log files spanned approximately 3 days (30jan2024 ¿ 01feb2024 and 28feb2024 per time stamp). The driveline was disconnected for an unknown reason briefly on 31jan2024 at 04:17:32 and 05:09:40. The driveline disconnect alarm cleared when the driveline was reconnected four seconds later each time and the pump returned to the set speed without issue. On 31jan2024 at 07:38:05, a driveline power fault and controller internal fault alarm activated due to fuse b being open (ocp_b_open). There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to have a driveline power fault due to fuse b being open. The fuse was replaced to continue with testing. The controller was functionally tested with the returned mod cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Additional information provided indicated that the alarm resolved after the replacement of the controller and modular cable. A root cause for the reported driveline disconnect alarm cannot be conclusively determined through this analysis. The root cause for the reported driveline power fault alarm was due to a damaged fuse b; however, a root cause for this damage cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including driveline disconnect and driveline power fault alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.